Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional inspection, including pressure and clear passage testing, no blockage was noted. However, during pressure testing a leak was observed in the air vent of the filter. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported non-dehp micro-volume extension set had an unspecified issue. During product evaluation, a leak was observed from the air vent of the filter. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.